Event description:
A customer contacted beckman coulter regarding a falsely low glucose result that was generated by the syncron lx20pro instrument. The customer indicated the low glucose result was 24mg/ml and was printed with a customer definable flag. The glucose result was not reported out of the lab. The original pt sample was retested for glucose. The repeated glucose result of 29 mg/dl,printed with a customer definable flag, was reported out of the lab. The floor questioned the result and performed a finger stick on the pt; the glucose result was a 100mg/dl. The customer re-tested the original pt sample for glucose. The glucose result was a 100mg/dl. The customer inspected the sample and did not notice any lipemia, hemolysis or other discrepancy. The customer indicated that the sample from the previous day were reviewed and re-tested for glucose. No problems with the other glucose results were noted. The customer indicated that there has been no change to pt treatmen that can be attributed to this event.